Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that an ets45w was used to transect "adena" and the stapler jammed. A 2nd instrument was used and it jammed, changed reloads and the stapler would not fire. The case was completed by using a competitors instrument. There was no consequence to the patient.